Event description:
It was reported that during implant the right atrial lead dislodged multiple times. The lead was explanted and a different right atrial lead used. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned and analysis found no anomalies. There was blood in/on the helix/lobe mechanism.